Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus bl 22ga x 1.00in prn-cap y tubing defective/damaged patient for laparoscopic duodenal bulb ulcer perforation repair + appendectomy, on (B)(6) 2024 at 09:00 for the patient to perform closed intravenous infusion (indwelling needle), routine inspection of the infusion device packaging intact infusion process went smoothly, on (B)(6) at 09:00 nurses tour of the ward, found that the patient's indwelling needle tube oozing, oozing blood, immediately given to the removal, pressure puncture site, inspection of indwelling needles, and found that the patient was immediately given a replacement needle for the puncture site, and intravenous fluids were reintroduced. The patient expressed dissatisfaction with the situation, and the nurse on duty carefully explained the situation, which did not adversely affect the patient's condition.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR review 1 the batch number of the complained product is 3234091, is 22g and product code is383933 produced on 2023/09, with a total of (B)(4) pieces in this batch . 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. No samples or pictures were returned, the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the complaint trend of the defect.